Manufacturer narrative:
Additional information h6 and h11. H11: the event history log was reviewed. The drug norepinephrine (presumably levophed) was most recently selected on (B)(6) 2025, several days prior to the event date. The reported infusion could not be identified in the logs as the parameters were not specified in the report. The infusion on (B)(6) 2025 was programed for a patient weight of 66.1 kg, a concentration of 8mg/250 ml, a dose of 0.242 mcg/kg/minute and a vtbi of 230 ml. The same parameters were programmed late on (B)(6) 2025 (21:38:40) for a new vtbi of 245 ml. The rate is changed many times and the dose was updated to 0.29 mcg/kg/minute prior to the tubing being unloaded and a tube load error occurring and manual power down by the user. No occlusion or air in line alarms occur on or around the event date. Standby mode is cleared prior to this infusion. No motor stall alarms occur in the logs. No secondary infusion was programmed in association with this infusion. While the device evaluation found the device was within product specifications, the reported condition has a nonconformance opened to address this issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by running a short, simulated therapy on different flow for an hour without alarm. Additionally simulated downstream and upstream occlusions were performed and visual and audio alarms triggered appropriately. Preventive maintenance was also performed. The device was not received for evaluation; therefore, a device analysis could not be completed at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. During a levophed infusion the novum pump alarmed; however, the screen does show the alarm for the under-infusion on the display screen. Additionally, ¿there was no drop in pressure because the patient already had too high pressure.¿ the pump was swapped out. No further information was available at the time of this report.